Event description:
The clinician reports that the day the implant was placed in fdi 27 of the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.